Event description:
Boston scientific crm received information that this left ventricular lead dislodged. The lead was explanted and replaced. No adverse patient effects were reported.

Event description:
Five months later the lead was returned.

Manufacturer narrative:
The lead has not been returned. Should additional information become available, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Dried blood and body fluid was noted to have infiltrated the lead lumen. Insulation separated in multiple locations on the lead. The lead was then subject to resistance testing to verify electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the clinical observations, however confirmed the lead's electrical performance was in specification.

Manufacturer narrative:
The lead is currently in analysis. When analysis is complete, this report will be updated.